Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the hyperglycemic event could not be confirmed. The device appears to have functioned as intended.

Event description:
Patient experienced 2 high blood sugar readings today on (B)(6) 2019. It is likely the device fall off contributing to the reported hyperglycemia, as the patient is not always able to apply a new vgo immediately when the vgo 30 devices have come off prior to 24 hours of use.